Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation/atrial flutter. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range except for a non boston scientific right atrial (ra) lead that exhibited low out of range impedance. Technical services provided the field personnel with programming options and the device was reprogrammed. This pacemaker remains in service. No adverse patient effects were reported.